Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. The surgeon explained that when he fired the device, the staple line did not reach the end, it was as if the device had gotten stuck. So, he changed the endo stapler and put on it another reload but it happened again, the reload couldn¿t be fired completely. So finally he changed the reload and it worked as expected. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Only the initial part of the staple line. If yes, was the staple line complete? No it wasn¿t complete. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No, he didn¿t mention it. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Finally the could get the jaws opened. If yes, did the jaws eventually open? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I do not have this information yet. What is the most current patient health status? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when shooting the reload, it got stuck and didn't make a stapler line correctly. The surgery was delayed by an unk amount of time and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2024. D4: batch # 532c63. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received. The reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of difficult to open since the device was not received, the instructions for use contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 532c63, and no non-conformances were identified.